Manufacturer narrative:
Method code: 4111 should have been included in initial medwatch report. Device evaluation: lens was returned in a case/vial in liquid. Visual inspection found the lens haptic torn. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -09.00 diopter, in the patient's left eye (os) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting. The surgeon did not implant another lens. Cause of the event was unknown.